Event description:
The customer reported that the 7900 system was slow to boot up, and it would not go into standby. No pt injury was reported.

Manufacturer narrative:
The customer canceled the call. No report of pt or staff injury. No further info is available.